Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump did not switch on. Customer stated that he was disconnected from the pump when he took a shower and when he was about to connect it to him the insulin pump did not switch on anymore. Customer changed battery but issue did not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.